Manufacturer narrative:
The manufacturer received the rotaflow drive (rfd) for evaluation. During the initial evaluation the reported failure could be confirmed and the device was forwarded to a supplier for further evaluation and repair. According to the suppliers investigation the failure is caused by a "hotplug" of the device due to which the electronic component ic1 o the electronic board mc2 was destroyed. The connection plug of the rfd is only allowed to be disconnected if the console is turned off. Based on the available information to the manufacturer at this time the reported error message "error head" can be confirmed. A damage on the electronic component ic1 was found and it can be concluded that the electronic component ic1 was destroyed through hotplug of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the IFU (instructions for use): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console or drive may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device. The electronic component ic1 was replaced and a burn-in test was performed. The system was successfully tested to manufacturer specifications.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device in question was evaluated by a maquet field service technician during maintenance and the error message "head error" was displayed. The manufacturer has received the device for further evaluation. The evaluation results are pending. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during maintenance it was noticed that when the rotaflow console (rfc) is switched on and 1000 rotations per minute (rpm's) are selected, the error message "head error" was displayed. (B)(4).